Manufacturer narrative:
The complaint device was returned in its vial. The stent is bloody. All four glue spots are visible on the covering. Two glue spots are detached from the stent frame. The root cause of the detachment cannot be confirmed. The stent and covering appear to be normal other than the detached glue spots. All covered cp stents are inspected for proper covering attachment in final inspection. A sample from each lot is tested for covering attachment strength. The sample from this lot of stent had a covering attachment strength of 1.78lbs, which is above the minimum specification. The production traveler (DHR) was reviewed and no issues were found. All devices in this lot met the criteria for release and distribution. There are no other associated complaints with this lot of devices. A review was performed on the component lots used for the manufacturing of this lot of devices. There were no other associated complaints with the components used; glue and eptfe.

Event description:
As per the report from the user facility / distributor: physician was prepping and the stent covering came off of the stent, the covering peeled off. Physician used another cp stent the exact same size and it worked perfectly. Physician stated that this has never happened before. The product is saved in the tube. The size of the balloon the stent was mounted on: bib 16x3. Physician barely began to crimp and the covering came off of the stent. The ring mandril was used during the crimping process. The covering came off before it could be used. Physician is a long time cp stent customer.